Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) was confirmed. As received, the monitor was unable to power on. Upon investigation contamination was found on connector j502 and the f600 fuse was open on the monitor board pca. The cause of the open fuse was contamination on connector j502. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that it was unable to power on.